Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed due to being unable to center. The capsular bag broke and the a vitrectomy was performed. Sutures were used and the patient was left aphakic due to being unable to tell if the bag would hold a lens. The surgeon's opinion of the likely cause of the event was "unable to tell, lens and haptic looked fine." Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.